Event description:
It was reported that the patient experienced pain at the ipg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient experienced pocket pain due to weight loss. The ipg was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.